Event description:
It was reported that during a pta procedure, when the dr inserted the guidewire through the seldinger needle, the floppy coating tore off and moved away. No pt injury or complication are reported. It is noted that the product had been resterilized.